Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the bending rubber was cut, as the user facility pointed out. However, the bending rubber does not appear chipped or missing at its cut surface. Further, the glue at the both ends of the bending rubber was chipped, and there were scratches in the insertion tube. The manufacturing record of the device was reviewed, but no irregularity was found. The cause for the cut of the bending rubber could not be determined. From the similar case in the past, it is known that a strong stress may have been applied when the subject device is inserted in or withdrawn from trocar, which may cause damage on the bending rubber.

Event description:
The user facility used the subject device for a laparoscopic enucleation myomectomy procedure. In the middle of the procedure, when the subject device was withdrawn from the port in order to clean the lens surface, the bending rubber was found cut. The fragments of the bending rubber were not found in the patient. The user facility replaced the subject device with another ltf-s190-5 and completed the procedure. There was no patient injury reported.